Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit received with serial number label damage (blank), battery tube threads - cracked, stained keypad overlay, pillowing keypad overlay, cracked retainer. In summary, customer allegation of cosmetic damage was confirmed during visual inspection when cracked case on battery tube was observed. Retainer ring damage confirmed when cracked retainer ring was observed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cracked button on the pump. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer had received form regarding fa896 notification. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1712k was requested and the device was returned.